Event description:
When the surg tech was scrubbed in and setting up for case it was noted that there was fuzzy material on the towel. Tech had to break scrub and get a new pack. Refer to add'l documents in i2k.